Event description:
The following has been reported by customer: customer reports that this is a newly unboxed unit that they tested and it throws them error code 49 while performing the pm. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation. Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log history was not provided therefore no review could be performed. The reported device was not returned to lake zurich nor brézins for investigation. According to local protocol, if after 20 days the device still hasn't been returned, the service order is closed to no device. So, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if further information are provided later on we may re-open the complaint and pursue its. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal